Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s stimulator did not work, and had never worked for them. The caller did not have any further details about what was not working with the device. It was also reported that at the time of a magnetic resonance imaging (MRI) appointment, they were unable to get the external remote to communicate with the ins. No further complications were reported.